Manufacturer narrative:
Manufacturer's report date: 9/04/2009. The involved pump and pc unit were received for investigation. The tubing was not returned. One new set model# 2410-0500, lot# 08055589 was used from the carefusion's lab for testing. The customer's experience of an occlusion alarm not occurring when the roller clamp was closed could not be confirmed. Functional testing performed would induce an occlusion alarm when tubing roller clamp is fully closed on an average of 2 minutes and 30 seconds when set to 3.8 ml/hr. Functional testing also indicated the pump can still infuse at 3.8 ml/hr with the roller clamp about 3/4 closed and still be within rate accuracy limits. The pc unit event log showed no occlusion alarms between when the pump was programmed in 2009 at 7:38 pm for 3.8 ml/hr until it was shut down in the next day at 6:53 am. During this time frame, the infusion was never interrupted. The only change occurred was the infusion rate was decreased to 2.8 ml/hr in the next day at 1:06:30 am. The root cause of the reported event is undetermined. It should be noted that functional testing confirmed the occlusion alarm occurs at various rates, due to the rate and the pressure settings programmed on the pump can dictate the time it will take for the alarm to occur. A review of the pump and associated pc unit service history record shows the pc unit no prior service history documented for these devices. A review of the manufacturing database for these device serial numbers found no non-conforming material reports issued during the production build.

Event description:
Customer reported that in the nicu, an IV tubing was changed, the roller clamp was closed on the tubing and the device did not alarm for an occlusion. The patient was noted to have problems with low blood sugars. The tubing was changed at 7pm, the evening prior and rate set at 3.8ml/hr. Blood sugar level prior to tubing change was 90-70. At 8pm, the blood sugar was 58 and by 4am blood sugar was 39. As a result of the device not alarming, the patient required treatment with concentrated IV glucose solution. Although requested, no additional information was available.